Manufacturer narrative:
Eval summary: analysis results indicated physical evidence associated with user error. The analysis results found that the pph03 device arrived in good visual condition with no staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that "before firing, ensure that the orange indicator is fully within the green range of the gap setting scale." In addition, it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. A batch record review was performed and no anomalies were found during the mfg process. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a rectal procdure after firing the device, the staples were partially fired and not closed. No pt consequence reported.